Event description:
It was reported that an arteriotomy closure was attempted in a heavily calcified right common femoral artery using a proglide device after an interventional procedure. Reportedly, after advancing the knot, hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a heavily calcified vessel. Per the instructions for use, the safety and effectiveness of the prostar xl device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. Presence of calcification may cause needle deflection during deployment. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The following statement was inadvertently entered in the initial medwatch report for a prostar xl device. The corrected statement is as follows: it was reported that the proglide device was used in a heavily calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. Presence of calcification may cause needle deflection during deployment.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted the investigation of the reported event. A failure to achieve hemostasis can be influenced by numerous factors including, but is not limited to, manufacturing, user technique and/or patient anatomical conditions. During manufacturing, devices are visually inspected and a sampling of finished devices is destructively tested. Other information about user technique was not provided. Patient anatomy (e.g. Calcified arteries, morbidly obese patients, etc.) May contribute to a cuff miss. Reportedly, the patient artery was heavily calcified and the proglide instructions for use indicates that the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. It is likely that the use of the device in a calcified artery contributed to the reported event. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database did not reveal any reported incidents for hemostasis not achieved. Based on the investigation, there does not appear to be any indication of a lot specific product quality deficiency.